Manufacturer narrative:
Affiliation: spaulding cambridge. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.

Event description:
It was reported "patient with encephalitis, now with c. Diff, rectal tube started due to increased masd and new stage 3 pressure injury to sacrum. Mucosal ulcer found after 1 week of flexiseal in place. Tube was discontinued; mucosal ulcer now healed. These are all external, e.g., at the anal verge and not inside the rectum."